Manufacturer narrative:
Results and conclusion summation - dissection, is a known adverse event associated with coronary stenting, and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other)." In this case, it is likely that the ptci is a secondary effect of the dissection. A conclusive root cause for the patient effect, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, two lesions were being treated. After pre-dilation was done, a 3.0 x 28 mm xience v stent was deployed in the mid left anterior descending artery (lad) with no issues, and a 2.75 x 28 mm xience v stent was deployed in the proximal circumflex artery (cx). However, there was a dissection noted at the end of this stent in the proximal cx. An additional 3.0 x 08 mm xience v stent was used to treat the dissection. No additional event or patient information is available.